Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon examination, it was noted that the right atrial lead exhibited myopotential oversensing. The lead was capped on (B)(6) 2022. The patient was stable in condition.

Manufacturer narrative:
Previously reported right atrial lead with serial number (B)(6) should be actually reported as the right ventricular lead with serial number (B)(6).

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon examination, it was noted that the right ventricular lead exhibited myopotential oversensing. The lead was capped on (B)(6) 2022. The patient was stable in condition.